Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043894) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on 2014. Consumer reported that since essure was put in, she has had severe cramping, heavy irregular bleeding and double cycles. She has had constant migraines since 2015 and she has bloating in her abdomen area that make her look pregnant (not pregnant). She has endometriosis and ovarian cysts, and in her opinion and feeling, it has become much worse. She cannot sleep like normal, or wake up rested. This has been happening for 8 months (unspecified date). As concomitant medication, consumer uses tylenol. Follow up 06-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website (#FDA-2014-n-0736-0349), which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This follow-up information was received previously from the consumer on 06-aug-2015: consumer reported that she was (B)(6) and was mother of 3. She reported that 5 months after implanting she had bloating (looking like she was 5/6 months pregnant), upset stomach, migraines every day, hip trouble, painful intercourse, terrible cramping, extreme fatigue and extremely heavy bleeding with large clots and two cycles a month (2 cycles started around march). She had a hard time getting out of bed because the cramping was so intense it hurt to move. She reported that she was tired of feeling pregnant all of the time when she was not. She inserted essure for birth control and was looking for to getting her tubes removed and undergoing surgery (which she wanted to avoid because of her children). She has not had any problems until essure. Follow-up received on 20-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(6) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 28-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow up information received on 29-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2182). Consumer reported that she had essure inserted in (B)(6) 2014. She had hell about 3 months after insertion until removal. From horrible bleeding during and in between cycles, debilitating headaches and cramping to the point of having trouble getting out of bed. She had essure removed on (B)(6) 2015 and felt better. Her headaches were almost gone, cramping outside of normal cycles cramps gone, heavy bleeding and clotting gone. Result and assessment of the product technical complaint investigation received on 17-nov-2015: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then she has had heavy irregular bleeding with large clots. She had essure removed one year after insertion. This event, interpreted as genital bleeding, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident, since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Internal correction on 24-nov-2015. During internal review it was notified that the reported follow-up receipt date 06-aug-2015 is incorrect. The correct follow-up receipt date of the case is 09-aug-2015